Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6) 2010. The procedure was completed with no complications. According to the complainant, the patient experienced pain, chronic infection, and dyspareunia post procedure. The exact nature and date of onset of the pain and infection are unknown. About one week before (B)(6) 2011, the patient presented to the physician with dyspareunia. On (B)(6) 2011, the physician trimmed the right and left sides of the mesh. There were no complications during this procedure. There was no erosion of the mesh material prior to this procedure. The physician did not confirm the patient's pain and infections, only the dyspareunia. It was reported that the patient did not have any preexisting medical conditions that may have contributed to the complications and that she was not prescribed any medication other than normal postoperative pain medication. The patient has not been seen by this physician since the trimming procedure and her current condition is unknown. There is no further medical intervention planned.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6), 2011. The procedure was completed with no complications. According to the complainant, the patient experienced pain, chronic infection, and dyspareunia post procedure. The exact nature and date of onset of the pain and infection are unknown. About one week before (B)(6), 2011, the patient presented to the physician with dyspareunia. On (B)(6), 2011, the physician trimmed the right and left sides of the mesh. There were no complications during this procedure. There was no erosion of the mesh material prior to this procedure. The physician did not confirm the patient's pain and infections, only the dyspareunia. It was reported that the patient did not have any preexisting medical conditions that may have contributed to the complications and that she was not prescribed any medication other than normal postoperative pain medication. The patient has not been seen by this physician since the trimming procedure and her current condition is unknown. There is no further medical intervention planned.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was used during a sling placement procedure on (B)(6) 2011. The procedure was completed with no complications. According to the complainant, the patient experienced pain, chronic infection, and dyspareunia post procedure. The exact nature and date of onset of the pain and infection are unknown. About one week before (B)(6), 2011, the patient presented to the physician with dyspareunia. On (B)(6) 2011, the physician trimmed the right and left sides of the mesh. There were no complications during this procedure. There was no erosion of the mesh material prior to this procedure. The physician did not confirm the patient's pain and infections, only the dyspareunia. It was reported that the patient did not have any preexisting medical conditions that may have contributed to the complications and that she was not prescribed any medication other than normal postoperative pain medication. The patient has not been seen by this physician since the trimming procedure and her current condition is unknown. There is no further medical intervention planned.